Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During insertion of a non-boston scientific mapping catheter air ingress was noted upon aspiration of the sheath. Air bubbles were observed in the aspiration syringe. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During insertion of a non-boston scientific mapping catheter air ingress was noted upon aspiration of the sheath. Air bubbles were observed in the aspiration syringe. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. No abnormalities or defects were found on the exterior of the sheath.